Manufacturer narrative:
On 09/17/2019, mentor received additional information about the event. It was initially reported that the explantation date is (B)(6) 2019. New information states that the explantation date is (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/14/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/05/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture associated with breast implant. During evaluation of the device, it was observed to be ruptured. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses that bilaterally ruptured after implantation. In addition, the patient developed capsular contracture (baker grade IV) in both breasts. The rupture and capsular contracture were diagnosed by both a mammogram and by a doctor¿s examination. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.